Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display as there was cracks on opening of battery compartment. Customer¿s blood glucose was unknown at time of incident. Customer states that on the bottom end of her pump the lettering is brown like it was burnt. Customer advised to discontinue use of pump and revert to backup plan as per hcp¿s instructions. Customer declined to troubleshoot for blank display. Insulin pump will be return for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display was noted. It was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, it passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. It had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case at reservoir tube window corners, stained address, serial number label and stained end cap sticker.